Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no immediate adverse impact. Tandem technical support provided information on resetting the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears.